Event description:
The customer stated a (B)(6) architect hiv ag/ab result was generated for one patient. The customer provided the following results: (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. A sensitivity testing protocol was executed using lot 14927li00; testing met the acceptance criteria and determined the reagent is performing acceptably. The batch record review found no issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hiv ag/ab combo assay, list number 04j27, lot 14927li00 was identified.